Manufacturer narrative:
A ge representative evaluated the system and found errors in the generator events log indicating that there was an issue with kv and ma feedback signals by the hv supply regulator. Verified that the 5v supply to generator was operating correctly. Cleaned and regreased candlesticks as a preventive measure and verified that the system operates as intended.

Event description:
The customer reported that the system control panel displayed low kv and low ma error messages and would not produce fluoro images. No pt serious injury or death was reported related to this event.